Event description:
It was reported that the insulin pump was not delivering insulin. Customer also received an error alarm on the insulin pump. Customer's most recent blood glucose reading was 120 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.